Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a blurry image. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to section d9 and h6 (investigation type) based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. .

Event description:
No additional information provided by the customer.